Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to change in impedances over time with a zig-zag pattern. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, device malfunction has been confirmed by clinical troubleshooting guidance form. Additional information has been requested but has not been made available as of the date of this report.